Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported that while using a bd rapid detection of sars-cov-2 veritor¿, false negative results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: event description: "user received a false negative result from the bd art kit." D.1. Medical device brand name: bd rapid detection of sars-cov-2 veritor¿ d.2. Medical device type: qkp. D.2. Common device name: coronavirus antigen detection system. D.4. Medical device catalog#: 256089. D.4. Unique identifier (UDI) #: (B)(4). H.6. Investigation: this statement is to summarize the investigation results regarding the complaints that alleges false negative when using kit bd veritor for rapid detection of sars-cov-2 ce (material # 256089), batch number unknown. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. The investigation could not be performed as no batch number was provided. The complaint was unable to be confirmed. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported that while using a bd rapid detection of sars-cov-2 veritor¿, false negative results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: event description: "user received a false negative result from the bd art kit."

Event description:
It was reported that while using an unspecified bd art kit reagent, false negative results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " event description: user received a false negative result from the bd art kit."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd diagnostic systems in (B)(4) has been listed and (B)(4) FDA registration number has been used for the manufacture report number.